Manufacturer narrative:
Device is a combination product. The device was not returned for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
Promus element (B)(4) clinical study. It was reported that restenosis occurred. In (B)(6) 2012, the presented with asymptomatic ischemia. Subsequently, index procedure was performed. The 75% stenosed, 18x2.5mm, new, eccentric, type b1 lesion with tortuosity of less than 45 degrees and non-calcified was located in the mid part of the distal left anterior descending artery (lad). The lesion was treated with a 2.50 x 20 mm promus element drug-eluting stent deployed at 12 atmospheres. Following post dilatation, residual stenosis was 0% and the timi flow was 3. Two days post procedure, the patient was discharged. In (B)(6) 2017, the patient has coronary artery restenosis in the lad. In (B)(6) 2017, coronary artery bypass graft was performed as treatment. Fifteen days post procedure, the patient's condition improved.